Event description:
A procedure for stent placement was performed on the right renal artery. The stent slipped off of the delivery balloon prior to the proper placement of the stent. Eventually it was pulled down to the right femoral vessel. Per the md, the stent was expanded in the profunda and poses no risk to the patient.